Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and the pump continued to display a resume pump alarm. The customer's blood glucose (bg) level was impacted 354 mg/dl and a correction was delivered with an insulin pen to address bg level. No further information was provided.